Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2013 with the following findings: the keypad was observed to be peeling at the ok button. All of the keypad buttons responded properly when tested. No buttons were sticking. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the initial complaint, the pump was booted and display screen was observed to be dim with pink contrast. The pump cover was removed and replaced with a new test screen and found to be fully functional. A crack was observed along the battery compartment extending from the threads to the fingerpad.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the ok keypad button was sticking and had to be pressed multiple times before it responded. At the time of troubleshooting, the reporter confirmed the rubber was loose over the up, down and ok buttons. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.